Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a loose connection/leak between a supply bag and supply line is a known cause of this alarm. The cause of the loose connection and leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell one of five of peritoneal dialysis therapy. The patient stated that there was a leak at a loose connection between a supply bag and line. The technical service representative (tsr) had the patient cycle the power until the alarm cleared. The tsr advised the patient to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.